Event description:
Event description guidant received information that, upon device interrogation, this cardiac resynchronization therapy defibrillator (crt-d) exhibited a red warning screen indicating this device was in safety mode with limited programming available. It was reported that it was unknown if this patient had received a shock or had been exposed to possible radiation therapy.